Manufacturer narrative:
Follow up #1 (05/29/2013) - device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on 05/03/2013 with the following findings: the meter failed testing, the meter was found to have spc pins lifted high. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a apply sample - meter issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.